Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cs300 intra-aortic balloon pump (iabp) had message saying tank is empty when it has a full tank. There was no patient involvement.